Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for the removal of the implantable cardiac monitor after complaining of pain at the implant site. The device was explanted. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.